Manufacturer narrative:
H6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a piece of a reload's adapter stuck in the distal end of the adapter, and there were no visual abnormalities with the received adapter. Functionally, the blue unload switch could be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 36 of 50 procedures remaining, and was partially taken a part to remove the reload adapter. The firing rod was visually damaged. The adapter was reconnected to gen2 adapter black box running gen2 acc software. The main screen indicated the strain gauge was functional and in the appropriate range. The adapter was connected to a handle operating software version 29.1.3. A loading unit could be attached, clamped, and articulated without issue. The adapter was fired on the a1 test fixture successfully. It was reported that the loading unit disengaged from the handle, and the device gave unexpected audible feedback of normal use. The reported issues could not be confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: the firing rod not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload; first, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Secondly, reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy and splenectomy, upon articulating prior to placing on the tissue, there was a popping sound and the reload broke off in the shaft. The same handle and shell worked fine when another adapter was used. There was no patient injury.